Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that after attempting a bolus, the pump¿s history recorded the bolus as 0.0 units. The reporter stated that an amount to bolus had been programmed this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:a review of the pump¿s history verified a zero unit on 10/18/13 at 5:18pm. There was no addition data in black box from this time due to continued use of the pump. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. All buttons respond to presses appropriately. The keypad was removed and no damage was found to button contacts. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.